Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2090 programmer; product ID 229047 analyzer.

Event description:
It was reported the rf (radio frequency) head was working intermittently. Serial number of the rf head is unknown. No patient complications were reported as a result of this event.